Event description:
It was reported that intermittent occlusion alarms occurred. Customer reloaded the cartridge to address the issue. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.